Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt complained the stimulation caused pain and aggravated his pain in the areas of stimulation coverage. He stated, he felt relief when stimulation was turned off and reprogramming was unable to resolve the issue. The pt reported he did not want to use the scs system anymore. Follow-up indicated, the pt planned to discuss the next course of action with his physician. No further info is available at this time.